Manufacturer narrative:
Product ID: 3889-28, lot# va0w7g9, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the patient. Patient reported the only thing the ins did was make their foot tingle and now their right foot is numb. Caller states they don't know if stimulation had anything to do with it or not and said stimulation has been off for 6-7 months. Patient might need colon surgery, so they are hoping the healthcare provider (hcp) will remove the ins at that time. Patient will follow up with their hcp to discuss symptoms.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient turned it off to resolve the tingling and numbness in their foot, and that those symptoms had been resolved. It was noted that there were no planned surgical interventions to remove the device. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0w7g9, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was told by the hcp that the tingling and numbness in their foot was not from the stimulator because it was turned off. They were seeing a neurologist on (B)(6) 2017 and it was noted that the tingling and numbness hadn't resolved. They stated that they may coordinate with another surgery. They were going to have it removed in the future, they just weren't sure when.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported. Patient weight was provided.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0w7g9 implanted:(B)(6) 2015 product type lead device (B)(4) pertains to the lead (va0w7g9) and ins (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had their device taken out on (B)(6)2017. The patient stated that the reason for the device removal was that the trial worked wonderfully, but the permanent device never worked. The patient noted that it did not help with their symptoms. The patient reported that during the explant surgery the hcp discovered that the wires and implantable neurostimulator (ins) had shifted and were not in the right place. The patient noted that the hcp told them that was the reason why the therapy was not working. The patient indicated that they saw their hcp the day before report and was told that they were going to implant them with the therapy again. No further complications were reported or were expected.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0w7g9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy on (B)(6) 2015. The implant was not really doing what it was supposed to for the patient and they were taking a ton of laxatives to supplement the therapy to see if it would help. The patient was back to their old symptoms and the hcp was aware of the issues and was addressing them. The patient wanted to know if there was a number they could not go above because they increased stimulation to 6.0v on (B)(6) 2015 and couldn't go further. The patient reached the upper limit screen. The patient went to use the programmer and their family member commented that they were using the wrong buttons. The patient had been hitting the stimulation on button every time they used the programmer to sync with the implantable neurostimulator (ins). The patient would follow-up with their hcp regarding having reached the upper limit. It was unknown what troubleshooting was performed related to the loss of effect. It was still functioning, but not as well. The indication for use for this patient was gastrointestinal/pelvic floor.